Event description:
It was reported by the user facility that the saline bag was filling during recirculation. A patient was not connected to the machine at the time of the incident. No patient involvement. The machine was removed from the floor. The flow valve was replaced.

Manufacturer narrative:
Investigation findings to date indicate that the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. There have been no adverse events associated with the reported issue. This event is being investigated by the manufacturer via a CAPA. The investigation is pending, and a supplemental MDR will be filed at the completion of the investigation.